Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A tech reported a pt with dry eye and fluctuating vision at lasik post-operative visit. Add'l info indicated pt using over the counter artificial tears and collagen punctual plugs were placed. Add'l info has been requested. This report references the left eye. An add'l report will be filed for the right eye.